Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. There was a longitudinal balloon rupture at the proximal balloon taper extending distally, confirming the reported rupture. The balloon was separated distal from the proximal balloon tapper and the inner member was separated proximal from the proximal balloon tapper. The separated portions of the balloon including the tip, balloon markers, and inner member were not returned. It was reported by the account that the balloon was cut off from the wire so the wire could be re-advanced into the patient, which explains the material separation. The reported difficulty removing the device from the guide wire and introducer sheath could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the brachiocephalic vein. A 12x80mm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion without issue and inflated one time to unknown atmospheres (atm), when the balloon ruptured. During removal, the balloon became stuck with the sheath and an unspecified wire. The balloon catheter was able to be removed from the sheath, with the wire as a single unit. The balloon was then cut off from the wire so the wire could be re-advanced into the patient. The procedure was completed with a new unspecified balloon device. There was no reported adverse patient effect and no clinically significant delays in the procedure. No additional information was provided.